Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
On site tts contacting ortho care on behalf of the customer to report events of false negative results obtained against the 0.8% surgiscreen lot# vss928 against a sample confirmed to have an anti-e. Sample was initially tested on the competitor's instrument and a 4+ reaction was issued against the e+ donor. The sample was then tested on the vision in the anti-igg gel card against the 0.8% surgiscreen lot# vss928 and a negative result was obtained. Gel card examined and confirmed to be negative. Repeat testing of the sample by the manual gel method also produced a negative results (see cross ref activity (B)(4)). The sample in question was then tested on the vision against 0.8% resolve panel a and all homozygous e positive donors reacted 2+, heterozygous e donors were negative. Described testing performed on (B)(6) 2017. Tts back on site today and will attempt to test the same sample against a 0.8% resolve panel b. Issue started on: (B)(6) 2017, frequency: x2 ((B)(4)), microtubes/wells or cell (donor #) affected: #2 (donor (B)(6)), methodology used: vision and manual gel, incubation time (for manual test only): 15 min, pattern observed: negative results to cell#2, error code: none, reaction grade obtained: negative, customer was expecting: positive. Test repeated: yes, result obtained by repeating: negative, method used to repeat: manual gel. Qc confirmed to be acceptable. Testing is part of validation testing of the ortho vision. Last qc run: 09-05-17. Sample type: edta. Visual appearance before use: acceptable just loaded today (0.8% surgiscreen). Reagent red blood cell storage and handling: on-board storage time: less than a day, off board storage temperature: 2-8c, stored underneath direct light source: no, protocol details (for customer working in manual methods): incubator type: 15 min. Reagents and gel cards all confirmed to have normal appearance and stored according to the IFU. Detail any maintenance failure or maintenance inadequately performed that would be relevant for the issue: up to date. Ortho care confirmed that the concern is isolated to the one sample. Ortho care discussed possible reasons of the potential false negative result. Tts indicates their understanding and would like the donor in question to be investigated. Ortho care advised the tts that the complaint would be entered and an investigation would be conducted. No follow up requested. Ortho care will contact the tts for the results of the testing against the panel b and the sample ID. (B)(4) for the details of the complaint against the manual gel testing of the same components. Tts contacted ortho care back to report only the homozygous e positive donors (B)(6) reacted 1+ to the 0.8% resolve panel b lot# vrb235. No previous history of the patient at this sites facility. Anti-e newly discovered.